Manufacturer narrative:
A ge representative evaluated the system and reseated connectors. The system operates as intended.

Event description:
The customer reported the system will not boot up. No patient injury was reported.